Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 96.4 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary insufficiency and pulmonary stenosis. It was also noted in the operative report of three months prior, that the patient's tissue valve was calcified.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received. It was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.